Manufacturer narrative:
Cystoid macular edema is listed in the device labeling as a postoperative adverse event observed in the pivotal trial and was reported in both cohorts at equivalent rates. Manufacturer reference #: (B)(4).

Event description:
The following additional information was provided by the surgeon. The initial surgery was performed on a 62-year-old female patient (left eye) on (B)(6) 2019. Preoperatively, the patient's best corrected visual acuity (bcva) was 20/70 and baseline intraocular pressure (iop) was 25 mmhg on 2 iop-lowering medications. One week postoperatively, iop increased to 42 mmhg on the same 2 iop-lowering medications and topical steroids; at this visit bcva was unchanged. One month postoperatively, the patient had been prescribed an additional iop-lowering medication (3 total) and iop decreased to 23 mmhg.; however, bcva decreased to 20/80 which was attributed to a new diagnosis of cystoid macular edema (cme). The surgery to implant the hydrus microstent was performed in combination with cataract surgery; there were no intraoperative cataract complications. When asked about the etiology of the cme and the relationship with the microstent, the surgeon replied "I don't think the cme is related to the hydrus, I had to stop her steroids 2 weeks into her post op due to elevated iop and I feel this is the reason. She is still being treated and I will be seeing her back in the near future."

Event description:
Ivantis received follow-up information pertaining to a hydrus microstent procedure from on (B)(6) 2019, in which the surgeon suspected the device was inadvertently malpositioned. On (B)(6) 2022, the patient underwent explantation of the hydrus microstent and placement of an ahmed tube shunt in the left eye. Post-operatively, there was significant anterior chamber and vitreous bleeding with no other complications. At last exam, the patient was on 2 iop-lowering medications with iop of 12mmhg.

Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation. Microstent explantation, secondary surgical intervention, vitreous hemorrhage and hyphema are listed in the device labeling as potential adverse events. Manufacturer reference#: (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following new information to ivantis on (B)(6) 2020. The patient was referred to a retina specialist due to the presence of bilateral chronic cme. The retina specialist examined the patient on (B)(6) 2020 and the current working diagnosis is possible birdshot chorioretinopathy. At this visit, the patient's iop was 24 mmhg (on 3 topical iop-lowering medications and topical steroids); retinal leakage was observed in both eyes and cme was present bilaterally. The patient's uncorrected vision was 20/70. The patient is being treated with systemic steroids and has a guarded prognosis. The hydrus microstent remains implanted in the patient (unilateral implantation only); the surgeon does not suspect the hydrus as being a contributing factor in the sequelae of cme and possible birdshot chorioretinopathy due to the bilateral nature of the retinal pathology.

Manufacturer narrative:
Device identifiers have been requested. The device remains implanted in the patient and is not available for testing. The implanting physician provided a gonioscopic photo of the implanted microstent; the photo was analyzed by the medical reviewer, the distal tip and two windows have extended out of the trabecular meshwork and are visible in the anterior chamber. Device malposition and elevated iop are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon reports implanting the hydrus microstent in a patient the week of (B)(6) 2019. One week postoperatively the patient's intraocular pressure (iop) increased to approximately 40 mmhg. Gonioscopy was performed and this revealed that the microstent was only partially implanted in schlemm's canal. Specifically, the window closest to the inlet was in the canal (representing approximately 1/3 of the microstent), but the leading 2 windows of the device were positioned in the angle (i.e., not in the canal). The surgeon suspects the device was inadvertently malpositioned at the time of surgery. The relationship between the iop elevation and the device malpositioning is not known at this time. Additional information has been requested.